Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 23 mg/dl. Reportedly, the customer used a manual injections for bolus and the customer reported to be less confident with dosage when using manual injections. Customer continued to use the pump for basal delivery while administrating manual injections for boluses. Customer's husband fed the customer glucagon pulls to address the event. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.